Manufacturer narrative:
The data indicates the hook talons were slipping over the ratchet gear, causing a drive stall and the needle mechanism to not deploy after completion of second prime. Manual actuation of the sma wires with a power supply showed evidence of the hook talons slipping over the ratchet gear. Inspection of the device found no damages or defects that would contribute to the hook talons slipping.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.